Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's fiance reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 445 mg/dl. Customer received the no delivery alarm, changed out their infusion set at night and had high blood glucose levels throughout the night. Customer experienced vomiting and treated their high blood glucose via manual injections and the insulin pump. Customer's alarm history showed no delivery and low reservoir. Customer performed the high pressure test and passed. Customer was advised the insulin pump worked properly as designed. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.